Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. The handle and the housing show signs of wear, impact marks and scratches. There is residue on the angle cover. The angle cover is torn approx. 8mm from the distal end and is therefore leaking. There is moisture in the housing and on the interface board, causing sensor damaged. The angel cover was cut open during the evaluation. The error described by the customer " no image no light" could be confirmed. This was caused by moisture ingress, which damaged the sensor and the interface board. Moisture entered the endoscope through the torn angle cover, damaging the electronics. For this reason, a user misuse error is to be assumed which led to the missing image. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The endoscope has been locked since (B)(6) 2020 the complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "endoscope can transmit light from the c-mac but cannot display an image. Another endoscope works. No negative impact in state of health reported.